Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: during the investigation, evidence of a short battery life was illustrated with several ¿cs128¿ alarms occurring due drastic voltage drops. The battery compartment was found to be cracked below the grip pad. The returned battery cap was undamaged and able to fit securely. The pump¿s ¿ez-prime¿ steps were performed correctly with all currents readings above specification. The reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed, and moisture corrosion was found to the inter-board gold pins. (B)(4)